Event description:
On (B)(6), 2011 a customer reported that their freestyle lite meter had a blank screen. As a result of this issue, the customer reported that on (B)(6), 2011 "early in the morning" she attempted to perform a test but was unsuccessful as her meter would not turn on. The customer reported experiencing symptoms described as "blacked out and not feeling good, tantrums". Upon follow-up, the customer clarified that she experienced a loss of consciousness but not a seizure, and stated "my husband found me on the floor; I blacked out. My husband had to pick me up and put me in bed and he gave me a small glass of orange juice". No third-party medical intervention was reported. The only treatment reported was orange juice. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.